Event description:
It was reported that this right ventricular lead was explanted due to an increase in the capture thresholds that was suspected to be caused by a patient condition. It was also noted that during the reposition attempt this lead was damaged. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This report contains corrections to fields h6: impact codes.

Event description:
It was reported that this right ventricular lead was explanted due to an increase in the capture thresholds that was suspected to be caused by a patient condition. It was also noted that during the reposition attempt this lead was damaged. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.